Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a merlin.net remote transmission revealed the patient had received a notifier trigger for atrial pacing lead impedance lower than the limit and evidence of lead noise were recorded on several electrocardiograms. The patient was asymptomatic other than noticing the vibrations from the notifier. The lead had previously been programmed off. There were no current plans to replace the lead. The patient was stable.